Manufacturer narrative:
Unit passed the displacement test. Unit alarmed motor error during basic occlusion test and a system sensor alarmed during prime and compromised force system sensor at 4lbs due to faulty. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during a manual prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm and for prime and found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.